Event description:
The millennium cpoe system facilitates errors. This is one case of many cases consisting of duplicate medications and duplicate intravenous fluids appearing on the active inpatient medication order screens. A definite but undetermined percentage of these duplicate treatments get to the pt. The human to computer ordering device interaction is disturbed with one etiology being user unfriendly screen displays of vital info tinctured with abundant clutter. Multiple professionals enter orders. While entering orders electronically, there is not a simultaneous user friendly or any display of current treatments and what has been recently ordered. Thus, their cognitive awareness is blunted by the system. Additionally, the propensity for medical errors is escalated and is associated with intrinsically insufficient warning system in this device. In this case, two intravenous solutions were active, one being d5.5ns + 20meq kc1 at 50cc/hr and the other being d5ns at 60cc/hr. The computer-human interaction at the task list is affected by the perceived omniscience of the device giving the order, tinctured with potential issues of ostracism of pharmacists and the nurses. These devices must be engineered to be safer with user friendly displays and active processes to prevent duplication of tests, medications, and treatments.